Event description:
The customer contacted abbott for hemoglobin "syringe fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer replaced the syringe with unsuccessful resolution, then replaced the syringe again which resolved the issue temporarily. The customer stated the syringe required cleaning at least once per day, and the syringe plunger was increasingly stiff with every cleaning. Additionally, the customer reported another cell-dyn analyzer at the customer facility is operating with no errors or issues. The customer requested replacement of the syringes and the abbott customer technical advocate sent an abbott field service rep (fsr) to the customer facility. The fsr performed analyzer maintenance and assayed controls which were within specs and the issue was resolved. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.